Manufacturer narrative:
Results- a lot number search for the cartridge shows four similar complaints and a lot number search for the injector shows two similar complaints.

Event description:
It was reported that the surgeon was using a eyeonics crystalens lens and the lens tore during loading into a mtc-60cfp cartridge. There was no pt injury or contact. It was reported that the likely cause of the lens damage was due to the injector.